Manufacturer narrative:
The qa lab found the returned reagent to read an average of 89mg/dl high, out of specification.

Event description:
The advocate called for assistance in using the customer's contour meter. While troubleshooting, he performed a control test and received a result that was 7 mg/dl high, out of specification. The initial call did not meet the reporting criteria, but the customer's test stirps were returned for evaluation. Replacement test strips were sent to the customer.